Manufacturer narrative:
Product sample was not returned to 3m for analysis, and the lot number was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the exact root cause of the alleged injury or whether the 3m¿ ioban¿ 2 antimicrobial incise drape was the root cause. The product instructions for use (IFU) states the drape should be applied without tension. To remove drape, gently peel back drape at 180-degree angle from the skin. During the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching.

Event description:
A hospital alleged an 92-year-old female experienced a right lateral hip skin tear upon postoperative removal of the 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez. The skin tear was noted as a minor injury that required medical treatment described as "dressings applied to keep the skin tear site clean and hopefully free of infection."